Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Instructed that the customer should discontinue use of the insulin pump and revert to back up plan until the replacement of the device arrives. Advised to call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.